Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a concerto coil failed to detach and fragmented. The patient was admitted for a planned renal embolization. During deployment of 3rd coil medtronic concerto 2mmx6mm coil failed to detach properly and coil fragment. The coil was seen stuck in the catheter. The healthcare provider attempted to remove catheter with the coil fragment inside of catheter but it came loose and migrated to left iliac artery. The fragment was successfully snared and removed. No obvious harm to patient was noted.